Event description:
Home patient reports leak noted at homechoice device door as the final line tubing of the homechoice set disconnected from the cassette during prime, resulting in a "reload set 163" alarm. Home patient reports they restarted with new supplies to complete treatment. No patient injury or medical intervention required per home patient.